Manufacturer narrative:
The returned device was evaluated and performed as designed. The device had the cannula assembly fully deployed. The extended portion of the cannula measured greater than 6mm. The received device had the adhesive pad folded over itself. Residual adhesion was felt when peeling it apart. Lot release records were reviewed and the product lot met all acceptance criteria. Although no issues were noted, it could not be conclusively determined if the cannula dislodged from the infusion site or if the device caused the reported high blood glucose levels. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16. Using the pod 5 / page 42-43. Warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient¿s blood glucose (bg) levels exceeded 27.8 mmol/l (500 mg/dl) while wearing the pod for 6 hours on the arm. The patient was experiencing adhesive issues and the cannula had reportedly dislodged from the infusion site during her sleep. To treat her elevated bg levels, the patient applied a new pod.